Event description:
While wearing the external equipment, the pt reportedly experienced pain at implant site and tinnitus intermittently. In 2005, the pt was seen by a co rep for device eval. The decision was made to explant the pt's device.